Manufacturer narrative:
Evaluated one opened/used enlite sensor and perform continuity resistance test and sensor passed per specifications. Perform bicarbonate buffer test and sensor passed with accurate readings. Also found cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor glucose and blood glucose values were different. Customer reported the threshold suspend was triggered. Customer reported the sensor glucose was over 300 mg/dl and blood glucose was 200 mg/dl. Customer reported the sensor alarmed calibration error alarm. During troubleshooting, found the tape was not adhered correctly. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.